Event description:
It was reported that the needle did not retract. As the nurse was completing placing an IV the safety button to retract the needle was pressed and the needle did not retract. The nurse was able to pull out the needle manually and there was no impact to the patient or the employee. The IV was successfully started. Customer response on mar-27: can you please provide an exact date of event? 09 feb 2026 what was the impact to the patient? There was no impact to the patient.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. One insyte autoguard needle from lot 5265765 was provided for investigation. Misplaced adhesive was identified on the device, which prevented the needle from retracting. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information